Event description:
Henry schein brand dental needle: the plastic protective cap was pierced by the needle during recapping. The dental asst received a needle stick as the contamined needle passed thru the cap and into her finger. This is the second time in less than 2 years this has happened at our clinic. I previously reported the earlier event to the henry schein co, but I had to badger them to even reply to my questions about what actions they might take. That was also after I sent them digital photos of the needle protruding from the side of the protective cap.